Event description:
Boston scientific received information that this patient presented to the hospital with syncope. The patient had a junctional rhythm (35 bpm). No pacing was observed, which was found to be due to loss of capture. Review of device history found lead measurements to be within normal ranges and no episodes containing noise were found. Boston scientific technical services (ts) discussed that the change in thresholds may be due to patient condition. Device was reprogrammed to a higher threshold of 5 volts, after which the device paced and captured the tissue appropriately. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.